Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of a threader balloon catheter. There was contrast and blood in the inflation lumen and balloon and blood in the guidewire lumen. The balloon was loosely folded. Microscopic examination of the balloon revealed no damage. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall on the proximal edge of the markerband was revealed. Microscopic examination presented no irregularities in the balloon material that could have contributed to the damage. Microscopic examination revealed that the tip was damaged. Microscopic examination and tactile inspection presented no damage or irregularities to the inner, mid, and coil outer shafts. Microscopic examination and tactile inspection presented no damage or irregularities to the hypotube. Microscopic examination presented no damage or irregularities with the bi-component weld / bonds. Microscopic examination presented no damage or irregularities to the proximal markers. Microscopic examination presented no damage or irregularities to the markerband. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 07apr2016. It was reported that crossing difficulties were encountered. The target lesion was located in a coronary artery. A 1.2mm x 12mm threader¿ balloon catheter was advanced for dilation but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed balloon pinhole.